Event description:
It was reported the stent was successfully deployed at the neck of the aneurysm located in the anterior cerebral artery (aca). However, as the physician was attempting to re-cross the stent to place coils, the guidewire kinked and became stuck inside the microcatheter. As the system was being removed, the guidewire caught on the struts of the stent and the stent was pulled from its implant site out of the patient. The physician placed another stent to cover the target lesion and completed the procedure using seven coils. There were no reported clinical consequences to the patient and the patient was reportedly in a stable condition.

Manufacturer narrative:
(Other) - for device interaction with another device.